Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 20 days after dental implant was installed in intraoral region 10#, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type iii, immediate implant and immediate load were performed and biomechanical overload has happened.